Event description:
It was reported that the upbiting pituitary was broken at the jaws, and a screw was missing during an unknown spine surgery. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The upper pivot pin is missing, and the lower static jaw tip is cracked at the center of the lower pivot pin. Optical examination of the upper pivot pin hole identified material deformation around the hole, consistent with overload. The location, and amount of force required in order to induce deformation and cracking of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.